Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted in the right ventricle (rv) but not used due to dislodgement. The patient has significant tricuspid regurgitation and placement of the lead in the rv was unsuccessful after several attempts. Each attempt at placement resulted in the rv lead dislodging prior to fixation. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.